Event description:
It was reported that a piece of the piercing membrane fell inside the rinsing bag. Please note that the piece never entered the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: pierced irrigation bag. Probable root cause: material/design error, excessive user force, severe shipping conditions, disposable tip rubbing against product, user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the piercing membrane fell inside the rinsing bag. Please note that the piece never entered the patient.